Manufacturer narrative:
A ge service rep performed an on site investigation. There was a damaged cable found in the remote controller. This was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the controller for the apix table was damaged. No pt injury was reported.